Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and pre-existing flail. A mitraclip xtw was prepared for use (IFU) and was noted to be functioning correctly. The clip was inserted, and grasping was performed. However, while attempting to grasp the leaflet, the gripper interacted with the leaflet, and it was observed that the anterior gripper no longer functioned as intended and the gripper line broke. It was noted that the grippers were visualizing working during the procedure. The clip was then closed and removed completely intact. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.